Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v humidification chamber was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is still endeavouring to retrieve the complaint mr290 chamber for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device has not been returned to fisher & paykel healthcare for evaluation. We are thus unable to determine what has caused the problem as reported by the customer.

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v humidification chamber was damaged. No patient consequence was reported.